Event description:
Patient reported they provided a letter of recommendation from their dentist. The letter states patient was examined and expressed they have been experiencing ongoing exasperated tmj discomfort and limited mouth opening due to the formation of an unstable occlusal pattern following byte aligner treatment. Dentist recommends terminating treatment with byte and to continue treatment under direct supervision to correct the imbalance occlusal scheme and associated tmj issues related to byte treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.